Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008 with predilatation being performed prior to stenting of the distal cx with two xience v stents, overlapping. Predilatation was also performed on the mid rca prior to stenting with two xience v stents, overlapping. There were no procedural complications reported. In 2009, the patient's spouse reported that the patient died unexpectedly when he was out deer hunting. No autopsy was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summary-product performance engineering reviewed the incident. Death is listed in the xience v IFU, as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. There was no reported product malfunction at the time of the procedure and the patient effect could be related to other pre-existing health conditions, side effects of on-going medications and unrelated to the product. A conclusive cause for the reported patient effect, and the relationship to the products if any, cannot be determined. The other three xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number.